Event description:
The customer reported 4 to 5 mls of clenz leaked underneath the lh500 and onto the floor. The leak was not contained. The customer also reported the instrument generated "ambient temperature out of range" errors when running the latron control. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak from a hole in the black striped tubing through pv37. The fse replaced the tubing resolving the leak. The leakage wet the peltier module causing the "ambient temperature out of range" errors. The fse cleaned and dried the peltier module resolving the errors. Upon recur, the failure mode related to pv37 could generate erroneous results for all parameters due to carryover or sample contamination. (B)(4).